Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly and motor assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display. Pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked reservoir tube lip and cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart and completely shut off shortly. Customer stated the alarm is recurring during normal pump use. Blood glucose level at the time of the incident was 189 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.